Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201, serial number: (B)(6), batch/lot number: al10006988, model/catalog description: tined lead, unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this implantable neurostimulator (ins) experienced pain at the pocket site and it was noted one of the electrodes had a high impedance. Therefore, the ins was reprogrammed with two new programs successfully; however, the patient's symptoms worsened and the ins was off for two weeks most likely due to high impedance. Additionally, the patient began to feel pain at the pocket site after a few days; therefore, the stimulation was turned off, and the patient no longer felt the pain. The local care team member connected to the stimulator with the clinician programmer and observed two short readings on electrode 0 and 3. It was suggested the physician order an x-ray to get a look at the lead and neurostimulator. Later, the patient had surgery to revise their neurostimulator and tined lead. Additionally, the patient is doing very well. Their urinary symptoms are great, and they are having no discomfort from stimulation. The patient is pleased.